Event description:
It was reported that during an a-fib procedure, the patient developed a small cardiac effusion. After 5 minutes of ablation around the right superior pulmonary vein, it was noticed that the patient blood pressured dropped. Medication was administered to raise the patient's blood pressure. The patient was stable, and no effusion was present at that time. An hour later the physician noted on transthoracic echo that a small effusion had developed. The patient remained stable when the procedure ended, no intervention was necessary.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the patient developed a small cardiac effusion. Upon receipt, the catheter was visually inspected and it was found that the tip had char. Then per the reported event, the catheter was tested and it passed electrical, temperature and generator tests. Also a deflection test was performed and the catheter passed all tests. Then an irrigation test was performed and the catheter passed, no occlusion was observed. Complaint reported cannot be confirmed since the catheter passed all specifications, the root cause of the effusion and char remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once the product analysis is completed. Concomitant products: carto xp system: us catalog #: fg-4700-00, serial #: (B)(4). Stockert: us catalog #: s7001, serial #: (B)(4). Cool flow pump: us catalog #: cfp002, serial #: (B)(4). Lasso sas: us catalog #: dln1215ct, lot #: 15635783l. Other non-bwi equipment used: reprocessed acunav ice catheter, agillis sheath, sl1 sheath. (B)(4).